Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Depuy still considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Patient was revised to address hip pain and clicking. Upon excision of the capsule, copious amounts of gray, milky fluid was expelled. The acetabular cup was loose. Additional information: litigation papers allege the patient suffered pain and had high concentrations of various metallic elements in her blood.

Event description:
**Update** (B)(4) 2013 - medical records were obtained. Medical records indicate patient was revised due to bulging soft tissue, gray stained capsule and synovial lining with some degenerative appearance to the tissue from metallic wear, and bulging soft tissue. Upon revision, the cup was found to have no bone ingrowth, just fibrous ingrowth. The information received does not change the MDR decision.

Manufacturer narrative:
Depuy still considers this investigation closed.

Event description:
Patient was revised to address hip pain and clicking. Upon excision of the capsule, copious amounts of gray, milky fluid was expelled. The acetabular cup was loose.